Manufacturer narrative:
(B)(4).

Event description:
Procedure: bariatric procedure. According to the reporter: the jaws are sticking and the needles are breaking. No injury to the patient. No extension of or time of more than 30 minutes. Patient is fine and needle did not drop into patient.

Manufacturer narrative:
(B)(4).